Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 11 x 3.0 mm, concentric, de novo target lesion was located in the moderately tortuous and non-calcified proximal left anterior descending artery. Following pre-dilation, a 3.00 x 12 mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. It was noted that the stent struts were damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 3.00 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no signs of damage. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the full catheter length found multiple hypotube kinks. An examination of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 11x3.0mm, concentric, de novo target lesion was located in the moderately tortuous and non-calcified proximal left anterior descending artery. Following pre-dilation, a 3.00x12mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. It was noted that the stent struts were damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.